Event description:
It was reported the guide wire unwound. Puncture difficult. When removing the guide wire, it was deformed: "unrolling". No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the guidewire becoming unwound was confirmed and appears to have occurred through use. The product returned for evaluation was a single 0.018¿ x 50cm guidewire. The guidewire was received with a break in both the core and coil wires. The distal end of the guidewire, containing, the weld tip was not returned for evaluation. The coil wire was elongated, making the returned segment 27.7¿ long. The coils closest to the break site were elongated the most. It appeared that the inner core wire had broken which allowed the outer coil wire surrounding it to unravel and break. Dimensional measurements of the guidewire were taken in the undamaged coil region and along the solid core wire and were found to meet the device specifications. Microscopic examination of the core wire revealed that the wire was curved directly proximal of the break site. The breaks in the core and coil wires were straight and perpendicular to the axis of the wire. The characteristics of the wire at the break site are indicative of direct contact with a hard-edged sharp instrument (such as an introducer needle). The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. The IFU cautions ¿if the guidewire must be withdrawn while needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ h3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer3468 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the guide wire unwound. Puncture difficult. When removing the guide wire, it was deformed: "unrolling".